Event description:
The ge oec 9800 fluoroscopy system was reported to have had the monitors blank during a procedure. The system was still operable. Reported occasional monitor blanking

Manufacturer narrative:
A ge oec service representative investigated the issue and found the battery in the cmos need to be replaced. The cmos battery was replaced. Further evaluation for image blanking found a defective image processor and display adapter pcb, both were replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.